Manufacturer narrative:
E1, e3, e4: the name and occupation of the initial reporter is unknown. D9: the date of the device return for evaluation is unknown. Log files are consistent with complaint intake date, the device alarmed for "battery level low". The device was evaluated, plugging the console into ac power to recharge the batteries and the console would not charge past 50%. Switching the battery connectors resulted in the same communication failure on the same channel, indicating an issue with the pbm. The cause of the issue with charging the battery set past 50% was defective charging sub circuity on the pbm. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited a battery issue. When the ac power was reconnected, the display indicating charging was temporarily displayed, but the charging display stopped within a few seconds, and the display was 50% (battery yellow). There was no reported harm or injury possible.